Event description:
It was reported that cartridge was damaged at cartridge shroud and issue occurred once while cartridge was in use for insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge and successfully resumed insulin therapy, and technical support arranged cartridge replacement through return process with customer understanding the resolution.